Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient presented to the emergency department on (B)(6) 2025 in an unresponsive state, requiring immediate intubation. No advance cardiopulmonary life support was required. Electrocardiogram demonstrated st-elevation myocardial infarction (stemi). The patient was emergently taken to the cardiac catheterization laboratory. Coronary angiography revealed calcified ostial left main (lm) disease, chronic total occlusion of the left anterior descending, and ostial right coronary artery disease. Due to hemodynamic instability and critical lm disease, the physician elected to place an impella cp (pump 1) for mechanical circulatory support. After approximately three hours of intervention, one stent was placed in the left main artery. The patient remained on high-dose vasoactive medications and impella cp support at p-9. Given persistent cardiogenic shock, the care team planned escalation to veno-arterial extracorporeal membrane oxygenation (va-ECMO) with impella support and transfer to a higher level of care. A prior echocardiogram performed approximately one month before the stemi showed an ejection fraction of 25%. Later the same day, high purge pressure was noted and the purge system was found to be blocked. Upon transfer to the receiving facility, an ¿air in purge¿ alarm was present. De-airing the purge system and exchanging the purge tubing and cassette did not resolve the alarm. Tpa purge therapy was initiated per protocol, which is noted as off label use. The patient developed bilateral lower-extremity pulse deficits, and urine output became peach-pink to red in appearance. Bedside echocardiography demonstrated the impella cp was positioned slightly deep at approximately 4.4 cm. The device was repositioned to a more optimal location. Oozing was noted at the right femoral impella access site. The impella angle was corrected, and the device was initially weaned with plans for explant; however, echocardiography demonstrated worsening mitral regurgitation during weaning, and the decision was made to leave the pump in place despite recognized risks. The patient was extubated, vasopressors were discontinued, and afterload reduction was initiated. The access site was clean, dry, and intact, and left lower-extremity pulses were dopplerable. High purge pressure persisted, and tpa purge therapy was continued for two additional days. The patient subsequently developed frequent suction alarms with declining pressures, followed by pump stoppage. The impella cp (pump 1) was explanted due to pump stop in the setting of unresolved high purge pressure and replaced with a second impella cp device. The impella cp (pump 2) was implanted on 9/26/2025. Following implantation, the patient developed ventricular tachycardia. After discussion with the care team, the family elected to withdraw care. The device was withdrawn across the aortic valve, care was withdrawn, and the patient expired shortly thereafter. Impella cp pump 1 is a serious type of reportable event and impella cp pump 2 is a death. Note: h6: investigation type/findings/conclusion remains unchanged. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, an air in purge system alarm and high purge pressure alarms were noted. Multiple attempts to de-air the system, change purge tubing and cassette, and implement tissue plasminogen activator purge per protocol were made. Despite these interventions, the purge system remained blocked, flow saturations were noted, and the pump ultimately failed. Ultimately, the impella cp was explanted and replaced. It was reported that the patient developed ventricular tachycardia while on impella support. The family elected to withdraw support. The pump was pulled across the valve and care was withdrawn. The patient expired shortly after.

Manufacturer narrative:
Investigation summary ==> ischemia: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria/minor bleed/mitral valve incompetence: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event: clinical reported some oozing present at right femoral impella site, angle matched. The cause of this issue was determined to be use related as evidenced by report of improper angle matching. The data logs confirm an air in purge alarm which triggered for over an hour during the time of patient transfer. The alarm, when triggered stops the purger as no fluid is being detected to push through to the pump. During this period, pump flows become increasingly saturated without p-level change. The logs show that the console screen displayed an unclamp line command indicating the bag line was clamped for over an hour for the duration of the air in purge alarm. The pump was de-aired, after unclamping the line, and on resolution of the air in purge alarm, the purge pressure rises over about 5 minutes to trigger high purge pressure and purge flow is restored with very low values. No motor current spike was observed outside p-level changes. High purge pressure is sustained as well as saturated flow until the pump stops with motor current high alarms. Restart attempts were unsuccessful. Air in purge system: the cause of the air in purge alarm was determined to be due to an use related error as logs indicated line was clamped triggering alarm. Purge pressure high/purge system blocked: the cause of the high purge pressure issue was determined to be as a result of blood ingress into purge gap as evidenced by log analysis showing purge flow stopped. High or saturated pump flows: the cause of the saturated flows was determined to be as a result of blood ingress into purge gap as evidenced by log analysis showing flow rise during purge flow stop. Pump stop: the cause of the pump stop was determined to be as a result of blood ingress into purge gap when there was lack of purge flow. Device history lot: device lot number: 1924812. Device history batch: subcomponent lot: n/a. Device history review: qn 210042132 was for a containment action for winding on insertion pin. This was unrelated to the reported failure mode.